Event description:
The customer reported that his glucose reading was 186mg/dl. The customer stated that recently he had low blood glucose of 20mg/dl. The paramedics were called and treated his low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.